Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419588 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath. There was suspected oversensing on the right atrial (ra) lead and possible electromagnetic interference noted on the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.